Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy due to noise. Lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that lead had fractured and externalized conductors were observed. Increased lead impedance was also noted.